Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on fsr. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was 20.6 mmol/l at the time of the incident. Customer was able to rewind insulin pump. The insulin pump will be returned for analysis.